Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no missing segments or partial display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had black screen. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer reports that the insulin pump started alarming without any message on screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.